Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
Consumer indicated the tampon came apart during removal and pieces remained inside her. She was able to remove the remaining pieces on her own and has an appointment with a doctor to confirm no pieces remain.